Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd oral syringes¿are difficult to accurately read once they are filled with liquid. Verbatim: the concern: these syringes are difficult to accurately read once they are filled with liquid. Several staff have reported that once a fluid is drawn up into the syringe, the black markings are very difficult to accurately read which had led to incorrect doses of high alert medication being dispensed. This is a general concern about the products usability and therefore not lot specific.

Event description:
It was reported unspecified bd oral syringes¿are difficult to accurately read once they are filled with liquid. Verbatim: the concern: these syringes are difficult to accurately read once they are filled with liquid. Several staff have reported that once a fluid is drawn up into the syringe, the black markings are very difficult to accurately read which had led to incorrect doses of high alert medication being dispensed. This is a general concern about the products usability and therefore not lot specific.

Manufacturer narrative:
Correction: the information was re-evaluated and the complaint does not meet our MDR reporting criteria. The MDR that was submitted previously was sent in error. The reporter was just listing all sizes of syringes and therefore the 60ml syringes were listed in error.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported unspecified bd oral syringes¿are difficult to accurately read once they are filled with liquid. Verbatim: the concern: these syringes are difficult to accurately read once they are filled with liquid. Several staff have reported that once a fluid is drawn up into the syringe, the black markings are very difficult to accurately read which had led to incorrect doses of high alert medication being dispensed. This is a general concern about the products usability and therefore not lot specific.